Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on : (B)(6) 2009, the patient presented with recurrent disc herniation and stenosis at l4-5 with instability of joint . He underwent following procedure: 1. Re-do decompression of bilateral laminectomy, l4-5 (with discectomy) . 2. Lateral transverse process facet arthrodesis at l4-5. 3. Pedicle screw instrumentation, non-segmental, l4-5 . 4. Use of intraoperative microscope for microscopic dissection. Per op notes: the skin was marked and prepped with betadine solution and draped in the usual sterile fashion. High-speed drill was used to thin down the lamina at l4-5.generous medial facetectomy was performed exposing the roots and following these out the neural foramen to relieve the severe compression that was present on the right side. The pedicle screws of the set were then placed with 6. 4 x 45-mm screws at l5 and screw at l4. Spacers were measured between the screws and placed and all of the components of the cord and spacers tightened to manufacturer's specifications. Bmp bone graft material was laid down in this area for posterior facet lateral transverse process arthrodesis. The laminectomy defects were covered with gelfoam. Patient alleges unspecified injury due to the use of rhbmp-2.